Manufacturer narrative:
As reported, an expired ventralight st mesh was inadvertently implanted into the patient. There was no clinical problem or injury to the patient after implant. The labeling of this product includes the expiration date which is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only complaint for the reported lot of (B)(4) units released for distribution in aug, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during procedure on (B)(6) 2024, the surgeon implanted an expired ventralight st mesh which had a labeled expiration date of 28-may-2024. There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue.